Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
A visual device analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior and radius and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior and radius assessed as surgical damage, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.